Manufacturer narrative:
Submit date: 12/5/2017. Additional information was received from the customer: a volume of 10cc was used to inflate the balloon. The customer did not notice any visual/physical defect with the product. The patient was not injured. Investigation results: an investigation of the reported condition was performed. The sample received is not the actual sample, as the sample was still in the pouches and unopened. The sample was tested for inflation and deflation test using water, and no problem observed as it can be deflated completely, and the volume recovery for the deflation is comply with standard. Since the issue could not replicate, thus the reported condition could not be confirmed, as the product found functional satisfactorily. The returned sample was evaluated, and since the samples able to inflate and deflate normally, thus reported condition was not present. The device history record (DHR) data of this lot was manufactured as per defined device master record. All acceptance criteria met and this batch was released meeting all the acceptance criteria. No complaint trend exists and a root cause for the reported condition cannot be specifically identified. The probable root cause for this reported condition might come from many factor such as: the inflation medium mechanism in route into the retaining balloon, which govern by location of the orifice of the inflation line into balloon. The off center orifices too near edges of balloon will lead to pressure exerted in non-symmetrical manner, thus can create blockage on the orifice, thus the inflation medium would not come out and creating the non-deflation issue. The uneven ribbed balloon thickness due to the ribbed of the former balloon has worn out. The pressure from the water press the lumen of the catheter, led to excess water inside the balloon cannot flow out through the dink eye. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that when attempting to remove the probe, at the end of the treatment, it is impossible, because the balloon does not deflate. Probe must be cut so it can be removed. The customer had to request a consultation in urology to extract the probe. The patient stays longer for day's surgery, before leaving. This could cause possibility of injury to the patient, stress to the patient, and surplus work for nurses.